Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 270mg/dl, 229mg/dl, 133mg/dl. Tests were done within <10 minutes with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.